Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip; it was noted that the dilator was bent at the location of the perforation. However, no anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure the stylet perforated the shaft of the introducer after being inserted into the patient. The introducer was replaced and the procedure was completed. There were no adverse consequences to the patient.